Manufacturer narrative:
Patient''s weight unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to bacteremia. Per report, a second rv lead was present within the patient but was not targeted for extraction. Using a spectranetics 16f glidelight laser sheath and as the device had passed the superior vena cava (svc) and atrioventricular (av) junction, the patient's blood pressure suddenly dropped followed by asystole. Rescue efforts began immediately, including resuscitation and sternotomy. A lateral perforation at the av junction was discovered. Despite rescue efforts, after 30 minutes resuscitation was stopped and the patient died. There was no alleged malfunction of any spectranetics device in use during the procedure.